Event description:
It was reported that the ilet powered down due to complete battery depletion and, upon charging, remained on the ¿charge ilet now¿ screen for an extended period despite the charging indicators showing active charging; troubleshooting suggested the charging pad was not providing sufficient power, and the issue was associated with premature battery discharge and a battery component problem. Symptoms included hyperglycemia to 244 mg/dl and a glucagon administration. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem linked to the battery, consistent with premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.